Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the adc device compared to an unknown reading obtained on a healthcare professional (hcp) device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with an hcp and received treatment for the reported issue however, details of the treatment was not provided by the customer. There was no report of death or permanent impairment associated with this event. Reportedly, a scan of 25 mmol/l on the adc device compared to a reading of 3 mmol/l obtained on an hcp device. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of device wear is 3 days. It is unknown when these readings were taken in relation to the medical event.